Manufacturer narrative:
Further information was requested but not received.

Event description:
During a normal device exchange procedure, the right ventricular (rv) lead was found to have increased capture threshold. The rv lead was capped and replaced during the unrelated procedure to resolve the event. The patient was stable.